Manufacturer narrative:
(B)(4). The evaluation of the device is ongoing.

Event description:
It was reported that during use on a patient, the peep (positive end expiratory pressure) was displayed as zero without an alarm being generated. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). No product returned.